Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation as no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on june 15, 2018 to the appropriate representatives. Lot number of the device. Were any pieces of the broken device remaining in the patient? Intraoperative pictures if available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery some plastic debris of the anatomical shoulder, trial humeral pe-insert, 36-0 came off and fell into patient. Additional information has been requested and is currently not available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: component damaged. Event summary: according the per, the surgeon had implanted the as stem and had inserted the baseplate and was trailing utilizing the definitive stem and baseplate with the trial glenosphere and bearing. While using the trial bearing with the definitive stem plastic debris from the bearing trial came away and into the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis as it was discarded. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverge or parts remain in wound due to inadequate design for intended performance not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverge or parts remain in wound due to surgeon or staff unfamiliar with instrument usage and handling. Possible, it is unknown how long the instrument was in use. Therefore cannot be excluded. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Possible, it is unknown how the user utilized he instrument. Therefore cannot be excluded. Conclusion summary: according event, during the trial of the pe humeral insert with the stem some plastic debris came off from the trial insert. Review of the device history records for the product could not be performed due to absence of lot information. No photos, no product was received. In the absence of those information it is not possible to find a root cause of the reported event. Nevertheless, possible root causes include surgeon or staff being unfamiliar with instrument usage and handling and repetitive use resulting in deterioration of the device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).